Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing or in the pump trace download. Pump received with normal operating currents. Pump monitored for several hours and no missing segments, partial display, blank display or flashing display noted. The battery tube connector plugged in properly to the electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400mg/dl as display was flickering. Customer reports display was flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer get low battery alarm. The insulin pump will be returned for analysis.